Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt reported that they have been trying to charge their implantable neurostimulator (ins) for the last couple days, but every time they try to start a charge session, they get a message that says the recharger antenna is getting hot and the recharger antenna is hot. Pt stated that the error message has been popping up since friday, and they have not been able to charge the ins at all since friday. Pt mentioned that the icons look like an I with a circle and a hot thing. Pt mentioned that when they use their rollator, their back starts killing them. Pt stated that this has never happened before but then later in the call said that the recharger antenna has gotten warm before and they just let it cool off before using it again and were fine. Troubleshooting efforts did not resolve the issue, and the patient was able to start charging the implant for only a few seconds before the error message reappeared. An email was sent to the repair department to replace the recharger antenna, but the issue remained unresolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial#: unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.